Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient presented for a routine evaluation, interrogation of the device indicated end of life (eol). The battery impedance and the magnet rate were not at eol. The magnet rate was at elective replacement indicator (eri).